Event description:
It was reported that the customer had experienced low blood glucose levels (40 mg/dl). Paramedics administered a bolus of dextrose 50 to stabilize the customers blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a supplemental form will be submitted.